Event description:
It was later reported patient really did not know why it was not working. The patient found on a recent vacation that she was incontinent again. The patient was having accident more often and no control. The patient was trying to use different program levels. The patient would be visiting their health care provider and discuss problem meeting with manufacturer representative.

Manufacturer narrative:
(B)(4).

Event description:
The patient has experienced a loss or change of therapy. The patient stated she "found that their stimulator was not working, the patient became incontinence again and was going to the bathroom all the time, it was just a few days ago" ((B)(6) 2015). The patient reported no falls or trauma. The patient was on program 1 and increased to 1.4 v but has not had 24 hours to try it yet to see if it helps. The patient wanted to know how to change programs if this setting did not work. The patient experienced return of symptom. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.